Manufacturer narrative:
The facility has confirmed that the stent remains implanted and the delivery system was disposed, so no direct product analysis can be performed, and no root cause can be determined.

Event description:
It was reported that a liberte stent embolized. The pt had been hospitalized for four days to rule out an mi. The pt had negative enzymes and an esophagogastroduedenoscopy showed minor peptic ulcer disease. An mi was ruled out and the pt was discharged. The pt presented the following day with an mi and the mid right coronary artery (rca) was found to be 99% stenosed. First, a 3.0 x 15 maverick balloon was inserted for predilation, and successfully inflated to 10 atms. The pt experienced bradycardia and ventricular bigeminy, and was given atropine. The pt also experienced st elevations and 10/10 chest pain. The maverick balloon was removed, and another MFR's stent was inserted. As the act score was 478, the stent was removed without being deployed. The pt experienced chest pain and was given nitroglycerin. Four taxus express2 drug eluting stents were deployed, each following predilation, going from proximal to distal. Attempts were made to deploy three taxus express2 drug eluting stents; however, they were unable to be advanced. While attempting to deploy the liberte monorail stent distal to the already placed stents, the tip of the guide catheter sheared off and the stent came off of the delivery system. No retrieval attempts were made due to the difficulties trying to get through the already placed stents. The physician "aggressively" inflated an unk balloon to "stick" the stent, and then a 3.0 x 8mm taxus stent was deployed to hold the stent in place. Final angiography showed the vessel to be fully patent, and pt did well during the procedure. Pt status was reported as 'okay'.